Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the product analysis indicates that the proximal segment of lead returned showed that conductor coils were extremely stretched and pulled to the point of fracture. The conductor ends have been pulled inside of the distal insulation. In addition, set screw marks were noted on each terminal.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead broke during laser lead extraction. It was reported that the tip was still in the atrium. This ra lead was abandoned surgically. No additional adverse patient effects were reported.